Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 55 mg/dl resulting in a seizure and a coma. The cause of the low bg was unknown. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with a glucagon injection, and an unspecified glucose treatment. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate form of insulin therapy until additional supplies were obtained.